Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was noted to have dislodged. On (B)(6) 2016 the physician decided to explant and replace the lead. The procedure was completed successfully. The patient was is good condition before, during and post surgery.